Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the sensor session automatically stopped after several days. No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation of the sensor session stopping could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).